Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw52079396) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("sharp pelvic pains") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headaches"), dry skin ("dry skin patches"), vision blurred ("blurred vision"), alopecia ("hair thinning/falling out"), menopause ("premenopause"), swelling ("swelling all over my body"), goitre ("thyroid goiter"), memory impairment ("increased forgetfulness"), fatigue ("adrenal fatigue"), menstruation irregular ("irregular periods"), mood swings ("mood swings") and gastrointestinal bacterial overgrowth ("small intestinal bacterial overgrowth (sibo)") and was found to have weight increased ("weight gain"), 2 years 5 months after insertion of essure. The patient was treated with surgery (she underwent laparoscopic assisted vaginal hysterectomy with removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, dry skin, vision blurred, alopecia, menopause, weight increased, swelling, goitre, memory impairment, fatigue, menstruation irregular, mood swings and gastrointestinal bacterial overgrowth outcome was unknown. The reporter provided no causality assessment for alopecia, dry skin, fatigue, gastrointestinal bacterial overgrowth, goitre, headache, memory impairment, menopause, menstruation irregular, mood swings, pelvic pain, swelling, vision blurred and weight increased with essure. The reporter commented: serious injury (disability/permanent damage, other serious (important medical event)) criterion and event date (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw52079396) on 07-sep-2018. The most recent information was received on 22-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the fallopian tube and isthmus / embedded within the left fallopian tube wall') and pelvic pain ('sharp pelvic pains') in a 34-year-old female patient who had essure (batch no. A22174) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhd, uterine bleeding, dysmenorrhea, metrorrhagia, menometrorrhagia, adenomyosis, heartburn, rectocele, uterine prolapse, uterine leiomyoma and cystocele. Concomitant products included colecalciferol (vitamin d3) since 2016, diphenhydramine hydrochloride (unisom sleepgels) since 2014, ibuprofen, intrauterine contraceptive device (iud nos) until (B)(6) 2012, linaclotide (linzess) since 2014, methylphenidate hydrochloride (concerta) since 2007, omeprazole (protonix) since 2014 to june 2017, omeprazole since 2014 to (B)(6) 2017 and pyridoxine hydrochloride (vitamin b6) since 2017. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("painful sexual intercourse related to changes in hormones which caused vaginal dryness") and constipation ("constipation"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / longer than normal periods with months of not having a period"). In 2015, the patient experienced alopecia ("hair thinning/falling out"), menopausal symptoms ("hormonal change: premenopausal/early menopausal/peri menopause"), fatigue ("adrenal fatigue"), mood swings ("mood swings"), abdominal pain lower ("pain: sharp shooting pain in lower abdominal area"), night sweats ("night sweat") and libido decreased ("low sex drive") and was found to have weight increased ("weight gain/ weight -150 lbs to 205 lbs"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In 2016, the patient experienced hyperaesthesia teeth ("dental problems:sensitivity of teeth"), gingival recession ("receding gum line") and tooth fracture ("chipped teeth"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headaches"), dry skin ("dry skin patches"), vision blurred ("blurred vision"), swelling ("swelling all over my body"), goitre ("thyroid goiter"), memory impairment ("increased forgetfulness"), menstruation irregular ("irregular periods"), gastrointestinal bacterial overgrowth ("small intestinal bacterial overgrowth (sibo)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs with constipation"), hot flush ("hot flashes"), complication of device insertion ("it was more difficult for the doctor to place the coil in my left fallopian tube") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, dry skin, vision blurred, weight increased, swelling, goitre, memory impairment, menstruation irregular, mood swings, gastrointestinal bacterial overgrowth, hot flush, night sweats, gingival recession, tooth fracture, complication of device insertion, vulvovaginal dryness and libido decreased outcome was unknown, the pelvic pain, headache, alopecia, fatigue, vaginal haemorrhage, menorrhagia, migraine, nausea, hyperaesthesia teeth, dyspareunia, irritable bowel syndrome, abdominal pain lower and abdominal pain had resolved and the menopausal symptoms and constipation was resolving. The reporter provided no causality assessment for alopecia, dry skin, fatigue, gastrointestinal bacterial overgrowth, goitre, headache, memory impairment, menopausal symptoms, menstruation irregular, mood swings, pelvic pain, swelling, vision blurred and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, constipation, dyspareunia, embedded device, gingival recession, hot flush, hyperaesthesia teeth, irritable bowel syndrome, libido decreased, menorrhagia, migraine, nausea, night sweats, tooth fracture, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: serious injury (disability/permanent damage, other serious (important medical event)) criterion and event date (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Discrepancy noted in insertion date : (B)(6) 2009, (B)(6) 2012. Current weight 205 lbs. Patient received treatment for dyspareunia, pelvic/ abdominal pain, menorrhagia, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraine, headache, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis: uterus and cervix, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: 1. Cervix is unremarkable. 2. Proliferative endometrium. 3. Myometrium shows adenomyosis and multiple benign intramural leiomyomata. 4. Negative for atypical hyperplasia/malignancy. 5. Bilateral unremarkable fallopian tubes with bilateral essure coils embedded within the tubal lumina are identified. Ultrasound scan - on (B)(6) 2017: the sonogram shows abnormal pelvic anatomy. The report reveals the presence of adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraines, menorrhagia, dyspareunia, vaginal hemorrhage. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received event " abdominal pain" was added. Outcome of events " pain, bleeding were updated as recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw52079396) on 07-sep-2018. The most recent information was received on 17-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the fallopian tube and isthmus / embedded within the left fallopian tube wall') and pelvic pain ('sharp pelvic pains') in a 34-year-old female patient who had essure (batch no. A22174) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhd, uterine bleeding, dysmenorrhea, metrorrhagia, menometrorrhagia, adenomyosis, heartburn, rectocele, uterine prolapse, uterine leiomyoma and cystocele. Concomitant products included colecalciferol (vitamin d3) since 2016, diphenhydramine hydrochloride (unisom sleepgels) since 2014, ibuprofen, intrauterine contraceptive device (iud nos) until july 2012, linaclotide (linzess) since 2014, methylphenidate hydrochloride (concerta) since 2007, omeprazole (protonix) since 2014 to june 2017, omeprazole since 2014 to june 2017 and pyridoxine hydrochloride (vitamin b6) since 2017. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("painful sexual intercourse related to changes in hormones which caused vaginal dryness") and constipation ("constipation"). In august 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / longer than normal periods with months of not having a period"). In 2015, the patient experienced alopecia ("hair thinning/falling out"), menopause ("premenopausal/early menopausal/peri menopause"), fatigue ("adrenal fatigue"), mood swings ("mood swings"), abdominal pain lower ("pain: sharp shooting pain in lower abdominal area"), night sweats ("night sweat") and libido decreased ("low sex drive") and was found to have weight increased ("weight gain/ weight -150 lbs to 205 lbs"). In june 2015, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In 2016, the patient experienced hyperaesthesia teeth ("dental problems:sensitivity of teeth"), gingival recession ("receding gum line") and tooth fracture ("chipped teeth"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headaches"), dry skin ("dry skin patches"), vision blurred ("blurred vision"), swelling ("swelling all over my body"), goitre ("thyroid goiter"), memory impairment ("increased forgetfulness"), menstruation irregular ("irregular periods"), gastrointestinal bacterial overgrowth ("small intestinal bacterial overgrowth (sibo)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs with constipation"), hot flush ("hot flashes") and complication of device insertion ("it was more difficult for the doctor to place the coil in my left fallopian tube"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, dry skin, vision blurred, alopecia, weight increased, swelling, goitre, memory impairment, fatigue, menstruation irregular, mood swings, gastrointestinal bacterial overgrowth, migraine, nausea, hyperaesthesia teeth, dyspareunia, hot flush, night sweats, gingival recession, tooth fracture, complication of device insertion, vulvovaginal dryness and libido decreased outcome was unknown, the headache, menopause, irritable bowel syndrome and constipation was resolving and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter provided no causality assessment for alopecia, dry skin, fatigue, gastrointestinal bacterial overgrowth, goitre, headache, memory impairment, menopause, menstruation irregular, mood swings, pelvic pain, swelling, vision blurred and weight increased with essure. The reporter considered abdominal pain lower, complication of device insertion, constipation, dyspareunia, embedded device, gingival recession, hot flush, hyperaesthesia teeth, irritable bowel syndrome, libido decreased, menorrhagia, migraine, nausea, night sweats, tooth fracture, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: serious injury (disability/permanent damage, other serious (important medical event)) criterion and event date (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Discrepancy noted in insertion date :(B)(6) 2009, (B)(6) 2012. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis: uterus and cervix, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: 1. Cervix is unremarkable. 2. Proliferative endometrium. 3. Myometrium shows adenomyosis and multiple benign intramural leiomyomata. 4. Negative for atypical hyperplasia/malignancy. 5. Bilateral unremarkable fallopian tubes with bilateral essure coils embedded within the tubal lumina are identified. Ultrasound scan - on (B)(6) 2017: the sonogram shows abnormal pelvic anatomy. The report reveals the presence of adenomyosis.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraines, menorrhagia, dyspareunia, vaginal hemorrhage. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs and medical reorders received: lot number was added .reporter information, medical history, lab data, concomitant drug was added. New events " abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, gastrointestinal or digestive system condition type: ibs with constipation, hormonal changes:night sweat , hot flashes, pain: sharp shooting pain in lower abdominal area, gastrointestinal or digestive system condition type: ibs with constipation, dental problems: sensitivity of teeth, receding gum line, chipped teeth, dyspareunia (painful sexual intercourse related to changes in hormones which caused vaginal dryness).complication with device insertion" were added. Outcome of event "headaches" was updated as "recovering/resolving". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the fallopian tube and isthmus / embedded within the left fallopian tube wall') and pelvic pain ('sharp pelvic pains') in a 34-year-old female patient who had essure (batch no. A22174) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhd, uterine bleeding, dysmenorrhea, metrorrhagia, menometrorrhagia, adenomyosis, heartburn, rectocele, uterine prolapse, uterine leiomyoma and cystocele. Concomitant products included colecalciferol (vitamin d3) since 2016, diphenhydramine hydrochloride (unisom sleepgels) since 2014, ibuprofen, intrauterine contraceptive device (iud nos) until (B)(6) 2012, linaclotide (linzess) since 2014, methylphenidate hydrochloride (concerta) since 2007, omeprazole (protonix) since 2014 to (B)(6) 2017, omeprazole since 2014 to (B)(6) 2017 and pyridoxine hydrochloride (vitamin b6) since 2017. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal dryness ("painful sexual intercourse related to changes in hormones which caused vaginal dryness") and constipation ("constipation"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia / longer than normal periods with months of not having a period"). In 2015, the patient experienced alopecia ("hair thinning/falling out"), menopausal symptoms ("premenopausal/early menopausal/peri menopause"), fatigue ("adrenal fatigue"), mood swings ("mood swings"), abdominal pain lower ("pain: sharp shooting pain in lower abdominal area"), night sweats ("night sweat") and libido decreased ("low sex drive") and was found to have weight increased ("weight gain/ weight -150 lbs to 205 lbs"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In 2016, the patient experienced hyperaesthesia teeth ("dental problems:sensitivity of teeth"), gingival recession ("receding gum line") and tooth fracture ("chipped teeth"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headaches"), dry skin ("dry skin patches"), vision blurred ("blurred vision"), swelling ("swelling all over my body"), goitre ("thyroid goiter"), memory impairment ("increased forgetfulness"), menstruation irregular ("irregular periods"), gastrointestinal bacterial overgrowth ("small intestinal bacterial overgrowth (sibo)"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs with constipation"), hot flush ("hot flashes") and complication of device insertion ("it was more difficult for the doctor to place the coil in my left fallopian tube"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pelvic pain, dry skin, vision blurred, alopecia, weight increased, swelling, goitre, memory impairment, fatigue, menstruation irregular, mood swings, gastrointestinal bacterial overgrowth, migraine, nausea, hyperaesthesia teeth, dyspareunia, hot flush, night sweats, gingival recession, tooth fracture, complication of device insertion, vulvovaginal dryness and libido decreased outcome was unknown, the headache, menopausal symptoms, irritable bowel syndrome and constipation was resolving and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter provided no causality assessment for alopecia, dry skin, fatigue, gastrointestinal bacterial overgrowth, goitre, headache, memory impairment, menopausal symptoms, menstruation irregular, mood swings, pelvic pain, swelling, vision blurred and weight increased with essure. The reporter considered abdominal pain lower, complication of device insertion, constipation, dyspareunia, embedded device, gingival recession, hot flush, hyperaesthesia teeth, irritable bowel syndrome, libido decreased, menorrhagia, migraine, nausea, night sweats, tooth fracture, vaginal haemorrhage and vulvovaginal dryness to be related to essure. The reporter commented: serious injury (disability/permanent damage, other serious (important medical event)) criterion and event date (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Discrepancy noted in insertion date :(B)(6) 2009, (B)(6) 2012. Current weight 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis: uterus and cervix, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: 1. Cervix is unremarkable. 2. Proliferative endometrium. 3. Myometrium shows adenomyosis and multiple benign intramural leiomyomata. 4. Negative for atypical hyperplasia/malignancy. 5. Bilateral unremarkable fallopian tubes with bilateral essure coils embedded within the tubal lumina are identified. Ultrasound scan - on (B)(6) 2017: the sonogram shows abnormal pelvic anatomy. The report reveals the presence of adenomyosis.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: migraines, menorrhagia, dyspareunia, vaginal hemorrhage. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
E was initially received via regulatory authority (fleming nolen jez, llp, reference number: mw52079396) on 07-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("sharp pelvic pains") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 2 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), headache ("headaches"), dry skin ("dry skin patches"), vision blurred ("blurred vision"), alopecia ("hair thinning/falling out"), menopause ("premenopause"), weight increased ("weight gain"), swelling ("swelling all over my body"), goitre ("thyroid goiter"), memory impairment ("increased forgetfulness"), fatigue ("adrenal fatigue"), menstruation irregular ("irregular periods"), mood swings ("mood swings") and gastrointestinal bacterial overgrowth ("small intestinal bacterial overgrowth (sibo)"). The patient was treated with surgery (she underwent laparoscopic assisted vaginal hysterectomy with removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, dry skin, vision blurred, alopecia, menopause, weight increased, swelling, goitre, memory impairment, fatigue, menstruation irregular, mood swings and gastrointestinal bacterial overgrowth outcome was unknown. The reporter provided no causality assessment for alopecia, dry skin, fatigue, gastrointestinal bacterial overgrowth, goitre, headache, memory impairment, menopause, menstruation irregular, mood swings, pelvic pain, swelling, vision blurred and weight increased with essure. The reporter commented: serious injury (disability/permanent damage, other serious (important medical event)) criterion and event date (B)(6) 2012 were reported, but not specified and/or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.